Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: asceptic loosening of the acetabular component; mild corrosion noted at the head/neck junction of the femoral stem; adverse soft tissue reactivity to metal debris of the soft tissues surrounding the hip; erosion of the acetabulum superiorly; serum metal ion levels mildly elevated; large effusion of clear yellow fluid; pseudomembrane removed. Adapter sleeve and femoral stem added to complaint.

Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information, dob and dor. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation received alleging that the patient suffers from pain and limited range of motion.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Depuy still considers this complaint closed.